Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria, however it is being reported to FDA as the complaint was received via user report. If product is returned, this case will be re-opened, an investigation will be conducted,  and a follow-up report will be submitted after all investigation activities are complete. The customer reported 2 additional unknown sensors. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report which contained the following information: a customer reported the error message when scanning the adc freestyle libre sensor. Addtionally, the customer stated" the libre system from abbott does not work properly, the adhesive has failed 3 times since (B)(6) 2020. The unit itself has indicated an error message and would not work. With insurance these are (B)(6) a pop; a little over 8 weeks using the product, verifying with my pcp that it was installed correctly, abbott has lied to me and hung up on me when I complained. " there was no report of hcp third party treatment other than confirming the proper installation of the sensor. There was no report of death or permanent injury associated with this event.